Manufacturer narrative:
The formed needle and bottom housing were checked for manufacturing deficiencies that could cause bleeding and no damages or defects were found. During investigation, the unexposed portion of the soft cannula was found to have a tear. When the distal tip was manually occluded, fluid diverted through the tear. The exact cause of the bleeding could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose history is as follows: time: 6.25,     bg (mmol/l): 12.2, (mg/dl): 220;      8:20, 13, 234; 22:17, 20.2, 364; 6:46, 22.1, 398. The pod was worn between 4 and 24 hours on the abdomen. There was a little bit of bleeding noted at the site.